Manufacturer narrative:
Concomitant medical products: 8042b ipg, implanted: (B)(6) 2011.

Event description:
It was reported that oversensing was seen on the right ventricular (rv) lead and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.